Event description:
The customer reported that during a partial gastrectomy procedure, the knife of the device would not retract and the jaws could not be re-opened while the device was applied to tissue. The surgeon removed the device from the tissue by resecting the tissue directly adjacent to the device jaws. There was no injury to the pt. A new device was opened to complete the procedure.

Manufacturer narrative:
(B)(4). . One device was returned and evaluated. Visual inspection found an excessive amount of dried blood and tissue in and around the jaws of the device. The device was received with the handle unlatched and the jaws were not stuck together. The handle was latched and unlatched without difficulty. When activated, the knife moved smoothly along its track. The device was then activated on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's report. All seal cycles were completed satisfactorily. The investigation found the device to function normally and within specifications. A device history review could not be conducted because the lot number provided was invalid. Covidien could not confirm the customer's report. A new MDR 3500a form has been submitted under the MFR site registration number. The new MDR number is # 3006451981-2014-00xxx.